Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an absence of low reservoir alert. The customer¿s blood glucose was 147 mg/dl at the time of incident. Customer stated that the insulin pump setting for the low reservoir alert was 20 units and the status screen is showing 18 units. Customer reported that the units left was less than the low reservoir setting and no alert occurred. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
(B)(4). No unexpected low reservoir or no reservoir alarms noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms and no buzzed/audio/beep/vibrate anomaly noted during testing. Also, installed a water filled reservoir, primed pump, and verified the units left at the test reservoir is less than 180 units left. Programmed unit with 20 units and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. The units left at pump display matched properly the units left at the test reservoir.